Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for failed back surgery syndrome. The pt has a past medical history of renal cell cancer with brain metastases treated with craniotomies. Pt declined radiation and chemotherapy. Pt also has a necrotic decubitus over the coccyx, as well as a urinary tract infection. The pt experienced bowel and bladder incontinence, fever to 103 degrees f., suprapubic abdominal pain, as well as paraplegia. The patient's back abscess was gram stain negative, foley catheter was gram stain negative, blood cultures grew gram positive cocci, and urine cultures grew gram negative rods. The pt underwent a myelogram which showed a mass/complete block at t9. The pump and catheter were removed in 2000. The abscess was drained of a large amount of pus, which was cultured, and profusely irrigated with antibiotic solution. A jackson-pratt drain was left in the epidural space. Operative report findings reported an intraspinal cord abscess. Abscess culture results were reported as unknown by the hcp. Infectious disease consult reported epidural abscess was probably due to staph or enterococcus, the latter perhaps of increased chance because of their necrotic decubitus. The hcp reported current pt status is paraplegic.